Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the error message "your item is not exposed, please pull drawer towards you" occurred during the dispensing of a medication. A field service engineer collaborated with a medbank support representative and found the drawers 06 and 07 were failed. The field service engineer replaced the rear control board. Additionally, the center controller board for drawer 07 had failed and was replaced. The drawers were then properly configured and became responsive. The user was then able to access the drawers and confirm the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, the error 'your item is not exposed please pull drawer towards you' occurred when dispensing a medication. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.